Event description:
Customer reported the system is not saving images and locks up. No patient injury was reported.

Manufacturer narrative:
The system was a demo system, and returned to the factory for evaluation.